Manufacturer narrative:
(B)(4). Sample review pending. Follow-up report will be generated once investigation is complete.

Event description:
Per customer: what appeared to be white lint on towel fell into patients incision point. Substance was manually removed. Patient was discharged as anticipated with extra antibiotics prescribed.